Event description:
A (B)(6) year old female with type 1 diabetes mellitus diagnosed at (B)(6) years of age managed with omnipod insulin pump, fiasp and dexcom g6 continuous glucose monitoring for 3 years and 6 months of age. She had been diagnosed with cellulitis of the abdomen at a prior pump site treated with cephalexin with resolution. A month later, she represented with a tender, erythematous lump on her right thigh, at a prior pump site. She was diagnosed with cellulitis and prescribed trimethoprim sulfamethoxazole and mupirocin ointment for 10 days. Upon completion of antibiotics, the area did not improve or worsen and there were no new symptoms. She was seen again at her primary care and incision and drainage was pursued and wound was dressed in topical antibiotics. Topical antibiotics three times a day and warm compresses were prescribed. Aerobic culture revealed no growth. One week later, her course was complicated by headache and fever with a possible exposure to sars-cov-2. Pcr was negative and she was discharged with supportive care. Two weeks later, a right thigh ultrasound was pursued because the lesion was not healing revealing an oval, hypoechoic structure positioned in the superficial subcutaneous tissues measuring 8 x 5 x 13 mm, mild surrounding hypervascularity, no extension into the underlying muscle, no foreign body or discrete fluid collection. She was seen by dermatology 5 days later and punch biopsy was performed. Histopathology showed necrotizing granulomas with a cluster of acid-fast bacilli in the superficial dermis. Acid fast bacilli stain was negative, and culture grew mycobacterium immunogenum confirmed by matrix-assisted laser desorption/ionization (maldi) as well as genomic sequencing. She underwent excision with layered closure by plastics surgery 2 months after presentation and remains on antibiotic therapy. Necrotizing granulomas with the presence of afb in the superficial dermis. FDA safety report ID # (B)(4).